Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a colonoscopy procedure performed on (B)(6) 2012. According to the complainant, the snare was used to remove one polyp successfully, but was then removed to allow the usage of hot biopsy forceps. The snare was then reintroduced to remove another polyp, but the complainant indicated that the device handle slid forward very quickly when she attempted to extend the loop a second time. It was reported that it felt like a wire inside the device had "disengaged"; however, no visible issues were noted. The procedure was completed with another rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event: wire in device detached. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device revealed the flare to be detached. Additionally, the key tube was found outside the dongle assembly and several kinks along the working length were noted. The condition of the returned device rendered functional testing impossible. The complaint was confirmed. Manipulation of the device during the procedure likely produced the kinks found in the working length, which would create resistance during subsequent attempts to actuate the device. This resistance can ultimately cause the flare to detach and the key tube to dislodge; therefore, the most probable root cause of the defects identified is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a colonoscopy procedure performed on (B)(6) 2012. According to the complainant, the snare was used to remove one polyp successfully, but was then removed to allow the usage of hot biopsy forceps. The snare was then reintroduced to remove another polyp, but the complainant indicated that the device handle slid forward very quickly when she attempted to extend the loop a second time. It was reported that it felt like a wire inside the device had "disengaged"; however, no visible issues were noted. The procedure was completed with another rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.